Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was due to air being sucked into the disposable after the supply bag fell and disconnected. The patient explained that the line disconnected when the bag fell off the table onto the floor. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. (B)(4) had the patient cycle power to clear the error and explained that a large amount of air had entered into the disposable. The patient elected to discard the supplies and complete therapy manually. (B)(4) contacted the patient who explained that the line disconnected when the bag fell off the table onto the floor. The patient stated she was almost done with therapy that night so she decided not to setup with new supplies. The patient was able to continue therapy the next morning. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.